Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was identified as being dislodged post-pocket closure while the patient was being prepped for an ablation procedure. The ablation was completed, the pocket was reopened, and the lead was explanted and replaced. No patient complications have been reported as a result of this event.